Event description:
Customer reported the system will not power up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and repaired the power cord plug. System operates as intended. (B) (4).